Event description:
The t2 failed to deploy. No patient injury was reported. A backup device was available to complete the procedure.

Manufacturer narrative:
The device was returned for evaluation. The complaint attachment lists ¿t2 non-deployment¿. This complaint is related to four other complaints. The device is in fairly good condition. T1, t2 and suture were returned, however there are 5 sets of t¿s and sutures. The additional 4 sets belong to the other four related complaints. The condition of the t1¿s indicates a problem with cinching the suture. They all are cinched around the v notch lengthwise around the anchor. This would inhibit proper fixation through the meniscus. There is slight bow and twist of the delivery needle. A functional test confirmed that the device cycled and actuated. No mechanical problem was found with the device returned. No further investigation is warranted.